Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." (B)(4).

Event description:
It was reported that the pads were giving an air leak and therapy was unable to be initiated. The two thigh pads were switched out for two new thigh pads, but flow remained low. The two torso pads were disconnected and reconnected, but there was still no change in flow. The two torso pads were switched out for two different torso pads with the same lot as the two thigh pads. Therapy was then resumed with the new set of pads without any further issues. There was no patient impact.